Event description:
The complainant reported that in 2008, the physician was preparing the device for a therapeutic implant in a pt, but found that there was a tear in the distal portion of the stent. The complainant indicated that the physician obtained another of the same device and successfully implanted into the pt. The complainant reported that there was no adverse effect on the pt as a result of the reported malfunction.

Manufacturer narrative:
This device has been received by this mfg, but a physical eval has not yet been completed. At this time we are unable to determine if the device met specification. At this time, we are unable to determine the relationship between the device and the cause for this event.